Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The issue was reported to have occurred on three consecutive days. It was not specified how many sets leaked on each day. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) homechoice automated pd sets leaked during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.